Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on performing a pump reset and guided the customer through the process. After the reset, the pump no longer displayed the error code, and the customer successfully started their sensor session.